Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that no atrial lead was implanted and the implant detect remained on more than one month post implant. No diagnostics were available due to this status. The device is still in use. No patient complications have been reported as a result of this event.